Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The software was reloaded. No report of patient involvement.

Event description:
The hospital reported the unit had a system failure during boot-up. There was no report of patient involvement.